Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a breakfast announcement and insulin delivery, with glucose rising to 387 mg/dl and later decreasing after a subsequent lunch announcement and insulin delivery. Symptoms included high blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device logs and confirmation of timely meal announcements and insulin dosing. Investigation of this case revealed no device malfunction reported and no infusion set issues observed by the user, with a history of fluctuating glucose noted. It was concluded that the event involved hyperglycemia with cause unclear and that counseling was provided to discuss ilet use with the healthcare provider and clinical support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.